Event description:
It was reported, that the endotracheal tube has some external material sticking to the tube. It was observed, at the time of insertion. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed, during visual inspection when the device was observed, to have a foreign material present on it. On further analysis, the foreign material was determined, to be similar to lidocaine anesthetic. The investigation attributed the observed material to user interface, as the contamination likely occurred during use. A review of manufacturing device history records for the reported lot found no discrepancies or anomalies. No actions have been taken at this time.